Event description:
It was reported that during an arthroscopy surgery after connecting the pump, it did not maintain pressure. After replacing the set everything was fine. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation cannot be confirmed due to the inability to replicate the failure through functional testing. One unpackaged ar-6420 main pump tubing was received for investigation. The returned device was unable to be decontaminated fully and was evaluated via pictures. Visual evaluation of the attachments noted the neoprene appeared flattened. Functional testing was not performed due to the biocontamination hazard risk. The most likely cause for the reported failure can be attributed to user error. The most common causes for a flattened/compressed neoprene are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.